Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed; however, the electrical cord is severed. It doesn¿t appear to have any burn marks or melted area. Due to the power cord severed from the device a functional check can¿t be performed. A root cause could not be identified. Based on the results of the investigation, no nonconformances were found related to this complaint. It is likely the following led to the malfunction: no problem detected. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device had a power seal faulty message and there was metal in between. The issue occurred during an unspecified procedure. The intended procedure was completed with an olympus back up device. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.